Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a "check left ventricular (lv) lead" message upon interrogation. It was noted that lv impedances were not out of range, and all other measurements were reported to be normal. The patient also noted hearing beeping tones. Boston scientific technical services (ts) stated this device would not beep for out of range lv impedances. Ts discussed several troubleshooting options to determine the source of the noise and discussed how to demonstrate beeping tones for the patient. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.